Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
On july 5, 2018 the customer was notified that an incident occurred during a surgical procedure for placement of an impella cp on (B)(6) 2018. The patient was admitted for a high risk coronary angioplasty; turned down for bypass surgery. The field rep reports the hub cap separated during insertion, another oscor introducer was placed. It was reported that during the placement of the second introducer there was a minimal procedure delay. There was no medical intervention or adverse patient impact reported.